Event description:
Procedure type: pharyngeal closure. According to the reporter: the suture unraveled at the knot. While in ICU, it was noticed, post-operation, that a pharyngeal leak had occurred. This caused a bacterial infection. The pt was brought back to surgery and the leak was repaired. This was a long term hospital stay. There was no blood loss just contaminated enzymes from the pharynx leaking into the body.

Manufacturer narrative:
Date of initial report sent: 06/22/2009.